Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of bupivacaine and an unknown dose of an unknown concentration of dilaudid via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was alarming or beeping and they had missed a scheduled refill as their healthcare provider's (hcp) office had closed. Patient has since been searching for a new hcp. No symptoms were reported. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.